Event description:
The person with diabetes (pwd) stated that it does not like "pushing the inserter into the skin." The pwd also complained of bruising at the site with the cleo's and states that they were painful compared to others that they had used in the past. The pwd also reported that the tubing snapped in half. The outcome of the event is resolved.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.